Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm, vicm5_12.6, -9.50 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens as exchanged for a different power lens due to refractive surprise and the problem resolved. H3- device evaluation: lens was returned with residue/debris on product in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection was performed, and the diameter verification found the lens to be within specifications. Functional inspection performed found the lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -9.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to refractive surprise. A replacement lens of different power was later implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
This product is not marketed in the us. No similar complaints were reported for units within the same lot. Claim # (B)(4).